Manufacturer narrative:
Johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas advanced infusion packs (p/n: vrt-a/I) due to the potential for the irrigation luer to crack or break. A crack or break of the irrigation luer could lead to reduced irrigation pressure during surgery, associated with an unstable anterior chamber. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Device evaluation: 1 of the reported 1 opened vrt-ai tubing pack received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed the white irrigation luer wrapped in tape. The tape was removed and a crack in the white irrigation luer was found. The reported issue was confirmed. Device history records was reviewed and for this lot, all devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product deficiency was confirmed. This is a known issue, and the reported lot number is within the lot bounding. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was leak in the pack. Surgery started with 1 minute delay. Reportedly there was no user error, and the procedure was completed successfully. There was no patient injury or surgical intervention. The product was returned for investigation.